Manufacturer narrative:
Received one (1) used d1000 tego. There was unknown solution residuals present there is some damage evident on the outside of the tego that could lead to a leak. The tego was leak tested and was found to leak. Visual examination shows an area on the top seal of the tego that was damaged. The reported complaint of problems with the valve can be confirmed due to the damaged seal. The probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot and relevant commodities were reviewed, and discrepancies were found. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
It was reported that a tego¿ connector was reported to have an unspecified malfunction during use on the patient. The following issue was reported by the customer: ¿problems with the valves during dialysis¿. The status of the product at the time of the event is during dialysis. There was no patient harm reported.